Event description:
Same MFR as MFR report #'s 6000093-2006-00930, - 00929 and -00928. During a pci procedure, the balloon of the maverick2 monorail ptca catheter rupture. The lesion being treated was a calcified and tortuous lesion in the right coronary artery (rca). During inflaction at nominal atms, the balloon of the 12mm x 2.0mm maverick2 monorail ptca catheter ruptured. Another of the same was attempted. This also ruptured at nominal atms. A 2.0mm x 15mm maverick2 monirail ptca catheter was attempted. This balloon also ruptured at an unk atms. A 1.5mm x 15mm maverick2 monorail ptca catheter was attempted and this balloon also ruptured at nominal atms. The case was successfully completed with a voyage. No pt injuries or complications were reported. Pt status is reported as 'ok'.